Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign - event occurred in canada. G2: literature - goldstein k, nickol m, van der merwe jm. Evaluating the learning curve and outcomes of a new rectangular femoral stem in total hip arthroplasty: a comparative study. J orthop. 2025 apr 23;64:139-146. Doi: 10.1016/j.jor.2025.04.007. Pmid: 40352780; pmcid: pmc12059592. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. X-rays were provided in the journal article; however, it is unknown if they are related to the patient reported in this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that a patient in the control group experienced an anterior hip dislocation identified in the recovery unit and underwent immediate revision surgery. The index procedure was a total hip arthroplasty performed using a posterior approach with a metaphyseal-loading femoral stem; the dislocation was detected postoperatively in the recovery unit and the patient proceeded directly to revision without any further intervention. Attempts have been made and no further information has been provided.